Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had physical damage. The blood glucose reading was unknown. The insulin pump was dropped and now the lcd display has a crack. The customer stated that they can't read the display. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be replaced.